Event description:
A home pt contacted baxter's technical service center in 2005 regarding a check pt line alarm. The home pt stated at the time that she had an infection and was on medication. A follow-up phone call was placed to the home pt's nurse the following day. The nurse stated that home pt presented to the emergency room one month ago with abdominal pain, cloudy effluent, distended abdomen and diarrhea. The home pt was diagnosed with peritonitis. The home pt was treated with fortaz 1 gram intraperitoneal (ip) once daily for 11 days. The home pt did not have a tunnel infection. Proper aseptic technique is followed per the nurse. The home pt was discharged from the hospital 6 days later. The nurse stated the pt has recovered due to the absence of symptoms. A request culture will be performed, however, it has not been scheduled.